Manufacturer narrative:
(B)(4).device evaluation:the reported condition of a colleague infusion pump with constant air in line alarm was confirmed and reproduced during product evaluation. This condition was caused by a defective pumphead module. The pumphead module was replaced to correct the reported condition.user interface module: this device is a remediated colleague pump with a user interface module software version of 6.13.90.a service history review revealed no previous service events were related to the reported condition.a device history review was performed, with no exceptions during manufacturing found.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which there was a constant air in line alarm. The event occurred during programming/set-up in pediatrics. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.